Manufacturer narrative:
No product was returned for investigation. The cause of the bleeding is determined to be patient condition because the bleeding is reported at non-impella site. The root cause of the stroke was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced bleeding from the left internal mammary artery. The bleed was resolved with sutures. After a post coronary artery bypass graft the patient suffered a stroke.